Manufacturer narrative:
Eval summary: a review of the info provided found that the devices implanted are an unapproved combination. Additional investigation of invoice level data of devices sold together indicated that there were additional cases of this unapproved combination possible. Given this, notifications were sent to users to inform them of the unapproved combination and reinforce the correct combination. Please reference the correction and removal report provided for additional info. Eval: review of the device history records did not find any deviations or anomalies.

Event description:
It was reported that the pt was revised due to use of a micro-inlay with a standard femoral component.